Event description:
Info received indicates when the brakes were activated, the brake caster wouldn't turn, but it would ratchet side to side.

Manufacturer narrative:
The tech replaced the brake caster to repair the bed.